Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, a cartridge alarm 6 occurred while within the allowable operating altitude range. Customer's blood glucose level was 150-199 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.